Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age not provided/unknown. Patient weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant was removed from site 20 due to fracture. The site was grafted and the patient will return for additional procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned products identified that the device was severely fractured/damaged. Additionally, there was bone residue around the external threads due to usage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was one related complaint for fracture against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report; d4: device expiration ; d4: UDI is n/a; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h4: date of manufacture; h6: entered evaluation codes; h10: added manufacturer narrative.